Manufacturer narrative:
Device evaluated by MFR.: promus premier ous mr 32 x 2.75mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage with struts in the distal region lifted and pulled proximally from crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
Reportable based on device analysis completed on 22apr2021. It was reported that crossing difficulty occurred. The 100% stenosed target lesion was located in a severely calcified and severely tortuous coronary artery. Following pre-dilation, a 32x2.75 promus premier drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed stent damaged.